Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported device leak observed when removing the device from the drying room could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely the result improper device reprocessing ¿ user handling/mishandling. An olympus endoscopy support specialist (ess) was dispatched to the facility and provided the staff with proper leak testing protocol and device cleaning, disinfection, and sterilization training. The event may be detected/prevented by following the instructions for use sections below: evis exera ii ultrasound gastrovideoscope, olympus gf type uct180 chapter 5 reprocessing: general policy chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a leak upon inspection. The issue was found during in-service reprocessing training for the endo department and after the device was pulled from the drying cabinet. There was no patient involvement.